Manufacturer narrative:
The affected device was examined onsite by dräger service and the log file was made available for further investigation. Based on the analysis of the log file, the reported device failure could be confirmed. A faulty cpu circuit board was identified as the cause of the failure. The circuit board has already been replaced by dräger service. The device was tested and confirmed to be operating as per manufacturer's specifications. During a warm start, the evita xl opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation continues with the old parameters. If the warm start is unsuccessful, an acoustic alarm is activated again, and the emergency breathing valve remains open so that spontaneous breathing is still possible. The warm starts are repeated as long as the triggering error condition is still present. Manual ventilation with another device may be necessary. The device has behaved as specified and reacted to a deviation with a warm start and informed the user of this with acoustic and visual alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned off during use on a patient. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.